Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the pump was implanted (B)(6) 2022 and in recovery, the clinician interrogated the pump and a message was noticed indicating that there was a pump stall in (B)(6) of 2022 that had recovered 2 days later.  As per the logs a critical alarm regarding motor stall occurred on (B)(6) 2022 at 08:10 followed by a pump motor stall recovery on (B)(6) 2022 at 5:30. Also an alert / service code 291 regarding pending alarm and service code 244 regarding pump in shelf state, pump will be put into implant mode after first successful update, was indicated per the log.  The pump remained implanted / remains in-service.  No surgical intervention occurred and no surgical intervention was planned.   No replacement product was required.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2022.  The patient's medical history would not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction: the device code a26 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.